Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. The chain assembly was broken at the cardan joint nearest the blue knob. One (1) of the two (2) short pins that were welded to the fork closest to the blue knob was fractured away from the fork. The fork nearest the blue knob was also bent outward. The block and fork components showed some deformation (gouges) inconsistent with intended use. The long pin and other short pin were still welded in place. The long pin is intended to be assembled to the fork nearest the blue knob and welded, however it was not assembled in this manner on this complaint sample. This incorrect assembly may have contributed to the observed breakage. Furthermore, both of the short pin/fork welds on the cardan joint nearest the threaded end were fractured, however no forks were bent and the joint functioned as intended but appeared to also be assembled incorrectly. It was also observed that the weld adjoining the ratchet housing and offset cup impactor (oci) body was fractured all around. There were several deformities observed in the surrounding area of the ratchet assembly, which are inconsistent with intended use. The ratchet teeth showed some signs of wear/deformation, some inconsistent with intended use as well. Other observations: there were many signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were several gouges observed on the metal handle, which is not consistent with intended use as the oci is intended to be impacted only on the impaction plate; the returned complaint sample was etched per applicable drawings. In conclusion, the reported event is confirmed as the chain assembly was broken at the cardan joint nearest the blue knob. The broken cardan joint was assembled incorrectly, which may have contributed to the breakage. Additionally, the ratchet housing/oci body weld is fractured all around. There were signs of wear and unintended use observed throughout the complaint sample that contributed to the fractures. No further investigation with regard to this complaint is required. Complaint information received from distributor, depuy orthopaedics.

Event description:
It was reported during an unknown procedure that the cup impactor handle broke. The connector rod bent and it was hard to remove the handle from the cup. No adverse events nor patient consequence were reported as a result of the malfunction.